Event description:
It was reported that a pump alarmed for system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. During the evaluation of the device, the reported symptom could not be reproduced. Review of the event history log, confirms the reported symptom of the device was found out of specification with respect to the reported symptom. During a physical inspection of the device, the evaluation found evidence of an impact on the device case and inside on the motor casing. The motor was replaced.